Event description:
Additional information confirmed that the implant date of the device was (B)(6) 2020 . As a result of the issue the device was replaced with that of a different model.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not draining according to regulation. The patient's status at the time of the report was alive-no injury.

Event description:
Additional information received reported that the patient also had a ventricular shunt implanted. The ventricular shunt was performing accordingly, but the patient was not getting better. Several adjustments were attempted with both the ventricular and lumbar shunts, but the patient would only get better for 24-48 hours maximum. Troubleshooting was done with several maneuvers which were changing the settings of the valves to make sure that it was draining correctly, x-rayed the valve to confirm it's settings, and tried flushing the occluder; however, it was discovered that they did not anchor the shunt. All of these attempts were not satisfactory. During the revision, the doctor started by inspecting the shunt. Then, they disconnected the lumbar catheter and that was where it was discovered that the lumbar catheter was clogged. The doctor proceeded to change the lumbar catheter, which they visualized liquid being drained through the catheter. The doctor then decided to the change the valve as well as an extra safety measure. Since the revision, the patient has been much better and have not had to make adjustments to the shunts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.